Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp.(omsc). As a result of the evaluation, the following was confirmed. The air/water nozzle was clogged with white foreign material. As a result of component analysis of the white foreign material stuck in the air/water nozzle, the white foreign material was polymethylpentene. The angulations of the up and down directions did not meet the shipping standards. Polymethylpentene, which is a component of foreign material stuck in the air/water nozzle, is a plastic used in medical equipment such as syringes, and is also used in the cap of the water supply tank. The reported event may have been caused by a broken cap of the water supply tank that entered the air/water nozzle. In addition, the angulation may have been insufficient due to the elongation of the angle wire. Even if the device is used infrequently, the angle wire may be stretched at an early stage due to the angle operation with the endotherapy accessory inserted, the accumulation of stress such as handling the distal end, excessive stress on the bending section with the bending section bent, or storage with the angulation fixing knob locked. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to sorc for repair and then sent to olympus medical systems corp.(omsc) for investigation. Sorc inspected the device and confirmed the following: the angulation was insufficient due to the elongation of the angle wire. The device was just delivered to the user facility on (B)(6) 2021, and sorc was concerned about premature deterioration and asked omsc to investigate the cause. The play of the angulation control knob was out of the normal state due to the extension of the angle wire. The bending tube and bending section rubber were scratched due to external factors. The adhesive of the bending section rubber was chipped. The user requested component analysis of foreign material because the air/water nozzle was clogged only on the device, even though the other endoscopes owned by the facility were being reprocessed in the same way as the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus service operation repair center (sorc) due to the clogged air/water nozzle. Sorc inspected the device and found that the air/water nozzle was clogged with white solid foreign material. The user facility had performed a high level disinfection of the device with the olympus automated endoscope reprocessor model oer4 after the precleaning. In addition, the device was used for gastrointestinal endoscopy. The reported event did not occur during the procedure, so there was no health hazard to the patient.